Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Device was implanted in 2017 and in (B)(6) 2022 the estimated battery longevity is at 1.5 years remains. Boston scientific technical services reviewed the available data and noted that the device was found to be in safety mode. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Device was implanted in 2017 and in august 2022 the estimated battery longevity is at 1.5 years remains. Boston scientific technical services reviewed the available data and noted that the device was found to be in safety mode. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Premature battery depletion was not confirmed during lab analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Device was implanted in 2017 and in (B)(6) 2022 the estimated battery longevity is at 1.5 years remains. Boston scientific technical services reviewed the available data and noted that the device was found to be in safety mode. This device was recommended to be replace. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device will return for analysis.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. Device was implanted in 2017 and in (B)(6) 2022 the estimated battery longevity is at 1.5 years remains. Boston scientific technical services reviewed the available data and noted that the device was found to be in safety mode. This device was recommended to be replace. No adverse patient effects were reported. This device remains in-service.